Event description:
It was reported by service report that there were weak extension springs causing the locking mechanism to not lock or to catch. No patient involvement or adverse consequences are reported.